Event description:
A home pt (hp) contacted the technical service center (tsc) to report a system error 1031 alarm during initial drain while using the homechoice (hc) system. The technical service rep (tsr) assisted the hp to cycle power to clear the alarm and go through the self-test and prime cycles to resume therapy. There was no pt injury or medical intervention reported at the time of the incident.